Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-8990st fibertak inserter tip broke inside the patient after the anchor was implanted and held into bone. The tip remains in patient and case was completed as normal. This was discovered during a brostrom procedure on (B)(6) 2021. Additional information requested. After receiving additional information on 11/15/2021, the sales representative has confirm that the inserted tip could not be retrieved because the drill hole was too small.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an ar-8990st fibertak inserter tip broke inside the patient after the anchor was implanted and held into bone. The tip remains in patient and case was completed as normal. This was discovered during a brostrom procedure on (B)(6) 2021. Additional information requested. After receiving additional information on 11/15/2021, the sales representative has confirm that the inserted tip could not be retrieved because the drill hole was too small.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.